Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user began ilet therapy and experienced sustained hyperglycemia after a meal, with glucose rising to 330 mg/dl and remaining above range for approximately 13 hours; the user removed the ilet and switched to a subcutaneous insulin alternative after alarms disturbed sleep, and the discarded infusion set prevented assessment of the cannula. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management of hyperglycemia without hospitalization or professional medical intervention. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed an unclear cause, with a potential infusion issue not confirmed due to lack of device components for evaluation. It was concluded that the event was user-reported hyperglycemia with inconclusive root cause and no device evaluation performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.